Manufacturer narrative:
As per manufacturer's technical support specialist, the user facility received a replacement. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the air bubble detector (abd) had a false alarm and shut off the pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no false alarms nor pump stoppage. The pst connected the air bubble detector (abd) to an abd module which was connected to a system 1 simulator, inserted tubing with water into the detector and exposed the detector to water. The detector operated with no false alarms or pump stop occurring. The detector was agitated during operation and did not cause failure. The connector was inspected with nothing found that would cause failure. The sensing area of the detector was inspected as well and found some residue but not enough to cause failure. Detector was exposed to air. An alarm was shown on the central control monitor (ccm) and the pump stopped as designed. The detector operated for three days with no false alarms occurring. Per the field service representative (fsr), he verified that the abd was failing. He replaced the abd. The unit operated to the manufacturer's specifications. Per the user facility's perfusionist, the sensor was tested by removing the tubing, pre case. The sensor was linked to the arterial pumphead and the connection and latch were secure when checked. The flow rate of the pump was approximately 4 liters per minute (lpm). The flow sensor is placed post oxygenator. The flow sensor was disabled afterwards. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per additional information received, the issue was discovered during priming of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.